Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a critical pump error alarm while swimming. The customer's blood glucose was 15 mmol/l at the time of incident. The customer stated that there was crack on the back of the insulin pump. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed. No critical pump error noted. However, device had no button response on the down button due to corroded keypad traces at the flex fingers. The electronic assembly and motor was corroded. Unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response. Device had minor scratched display window, scratched case, cracked case at battery tube side, pillowing keypad overlay and cracked keypad overlay at the select button.